Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial#: (B)(4), ubd: 05-may-2022, UDI#: (B)(4). Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via a tortuous aortic arch, after the valve deployment a transesophageal echocardiogram (tee) identified a pericardial effusion. The delivery catheter system (dcs) was successfully removed from the patient. As reported, the effusion was the result of an aortic dissection near the aortic arch. A pericardiocentesis was attempted but not much blood was drawn from the pericardium. An emergent bentall procedure was performed to repair the dissection and address the internal bleeding. The transcatheter valve was removed and a non-medtronic surgical valve was implanted. The patient was hospitalized with a hypoxic encephalopathic brain injury. Six days later, the patient died. It was reported that the dcs advanced over the aortic arch without much manipulation. Per the physician, the dcs caused the dissection. Per the physician, there was no product issue and the dissection was attributed to tortuous anatomy. Per the physician, the stroke was related to the procedure.

Manufacturer narrative:
Additional information was received indicating the patient died seven days following the valve implant. The cause of death was reported to be hypoxic encephalopathy. The date of death was updated in section b2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.